Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2011 device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the ok, up arrow, and down arrow keypad buttons have been sticking for the past week. She noted that the ok button sticks during priming or while attempting to program a bolus. The patient confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump in her bra.